Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that patient experienced pain (approx 3 months post-op), aseptic loosening and subsidence. Revision surgery on (B)(6) 2010. Stem and head were exchanged, cup and liner remained in place.